Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller received a reading of 45 mg/dl test strip lot: 496128 and a reading of 125 mg/dl on test strip lot: 496124, within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.